Event description:
At the beginning of the pt's first routine hemodialysis treatment on the nxstage system one, the pt experienced a decrease in blood pressure, reported not feeling well, vomited, had shaking chills, and complained of chest pressure. A 200cc saline bolus was administered, the treatment was ended, blood was rinsed back and 911 was called. Pt was hospitalized for 5 days and received hemodialysis treatments with a different MFR's dialyzer and system. No known drug allergies. No other medical intervention was reported.

Manufacturer narrative:
No investigation possible without the returned device. Clinical staff attributed event to an allergic reaction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. Nxstage medical considers this report closed. No add'l info will be provided.